Event description:
On 06/04/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-8770-01 t25 hexalobe drivers broke upon insertion of the 7.0 headless xl screws. The tips of each driver snapped off while trying to implant the screws for a medial calcaneal slide during a stage 2 flatfoot procedure. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces on the mating part.